Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a seroma. The patient was admitted to the emergency room and revision surgery was scheduled for (B)(6) 2011. It was determined that the catheter was "not in it (intrathecal) space." The hcp planned to stop the pump for surgery. The patient had not been receiving itb (intrathecal baclofen therapy) due to the catheter malposition. The patient's condition was reported as stable; the hcp "was managing any withdrawal issues." Additional information has been requested, a follow-up report will be sent if additional information becomes available.